Event description:
Pt received 05/16th 31 g inch pen ndi and should have received 3/16th inch pen ndis. Larger ndis cause bruising. Sending pen ndis designated for forteo pen per pharmacy policy to correct issue. No missed doses at this time. Rph.